Event description:
It was reported that the powerloc needle developed hole at the end of the tubing where the needle connects to the microclave causing leaking. This occurred in the op oncology unit necessitating additional trip to the oncology clinic. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc needle developed hole at the end of the tubing where the needle connects to the microclave causing leaking. This occurred in the op oncology unit necessitating additional trip to the oncology clinic. No other information was provided.